Manufacturer narrative:
(B)(4) .

Event description:
A nurse reported that the implantable neurostimulator (ins) was not working because the patient was not feeling the buzzing down the side. It was unclear when the device stopped working. The patient no longer had their programmer to check the ins. The device was not providing stimulation. The patient was indicated for complex regional pain syndrome type I. Follow-up was unable to be conducted for this event as there was inadequate information regarding a follow-up source. Additional follow-up will be conducted if the necessary contact information becomes available.